Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: how much blood did the patient lose? Not believed to be a significant amount was the bleeding controlled? Yes. Were any blood products or transfusion required? No. Was it necessary to open the patient to control the bleeding? No. Also, is a lot or batch number for the device(s) available? No. What is the current patient status? Patient is fine, no consequences reported was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Event description:
It was reported that during an upper right lobectomy on the third firing on the pulmonary artery the knife cut but the staples toward the distal end didn't form properly, leaving slight oozing and bleeding. A similar device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/10/2020. D4: batch # t5d125. Device evaluation summary: the analysis found that one pve35a device was returned with no apparent damage and with five reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.